Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink and detachment in the sheath assembly. Impedance test shows an electrical open at distal end of the catheter, between 0-10 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 04 jun 2024. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached.